Manufacturer narrative:
MFR's report date: 04/08/2011. (B)(4). Sample involved in this event will not be returned as it was contaminated with blood. No failure investigation could be performed. The model #/catalog # identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4).

Event description:
The user reported that when they attempted to turn the pt on his side to relieve pressure, the infusion line which was under him at the time got pulled. This resulted in a disconnection of one of the smartsites from the extension set. The lumen was immediately clamped by the clinician as it was infusing propofol. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.